Event description:
Caller reported a malfunction on the pump, specifically mentioning a malfunction code and fault ID. There was no adverse impact to the customer¿s blood glucose level, with values not exceeding 500 mg/dl. Customer received assistance in resetting the pump and clearing the malfunction code, and they have a new in-warranty pump available for use. Follow-up was advised if the issue persists.